Manufacturer narrative:
Intuitive surgical inc. (Isi) received the audio video processor (avp)for failure analysis investigation. The unit was analyzed and in logs, error "40068 - bad error response status: source location: avp1 in core avp, destination: msc in core icc -- command status: node not present" and error "310 -a non-critical node is not present, missing node: avp3", were found indicating a avp3 error, confirming the event happened in the field. Upon visual inspection there were no issues found that would be related to customer issue. The unit was installed on a golden system, where it was unable to be programmed, preventing the continuation of the test. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure due to the errors confirmed during failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported off-site, on behalf of the biomed, to report that system is triggering error 40068. The reported issue happened yesterday. Tse checked the logs that are confirming the error presence, accompanied with an error 310, pointing to avp 3 node not responding. Error 40068 is happening at power off: system triggers the error and shuts down. At power on, system behaves properly. The system is currently in use. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the avp to resolve the customer issue with error 40068. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an issue with the avp, as replacement of this subcomponent resolved the customer reported issue. The precise root cause cannot be determined however as the part was not yet returned for failure analysis.